Event description:
Reportedly, valve explanted after 3 years and 3 months implant duration due to moderate mr and prolapsed leaflet. On explant noticed a torn leaflet. A mechanical valve was implanted in its place. No further information provided.

Manufacturer narrative:
Device not returned.